Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the wrist on the bowel grasper instrument was flimsy and the shaft was peeling. There was no report that any piece(s) from the instrument fell into a patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's main tube insulation is scratched and some of the insulation has been removed at the distal end. The deep scratches are located 4.75 from the distal end. No other damage was found. The instrument passed friction testing. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube could likely cause or contribute to an adverse event if the failure mode were to recur.